Manufacturer narrative:
Manufacturer received a copy of the incident report with reference number: (B)(4) on (B)(6) 2015 . It is possible that this case could be related to the report submitted previously in 2014, our reference: (B)(4). The device not returned.

Event description:
The manufacturer was notified on 21 dec 2015 about early stenotic degeneration of mitroflow, size 19, with eoa of 0.6 square cm, cardiac insufficiency and atrial fibrillation in (B)(6) 2008 which was initially detected on (B)(6) 2007. No further information was provided.

Manufacturer narrative:
Because the device was not returned and no further information was available, livanova's investigation was limited to a review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for the mitroflow aortic pericardial heart valve, 12a, size 19 at the time of manufacture and release. Device not returned.